Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous ad mildly calcified left superficial femoral artery. After a guide wire crossed the lesion, a 5mm-150mm mustang balloon was selected to predilate the lesion and an 8mm-150mm non-bsc stent was deployed. A 7.0 x 150, 75cm mustang¿ balloon was then selected for post dilation. Upon the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed using a 7mm-100mm mustang balloon. No patient complications were reported and the patient's status was good.